Event description:
It was reported, the colonovideoscope had an e315 incompatible scope error. The issue occurred during preparation for use for an unspecified procedure. The patient was not under anesthesia. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: g2 *delete hcp box* . A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that venting connector leaked, leading to fluid invasion on the scope connector. Due to the fluid invasion, electric components temporarily had abnormality, subsequently, the error message was displayed at the user facility. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure with the same set of device.